Event description:
It was reported that the bronchovideoscope screen blacks out when scope is flexed. The issue occurred during procedure. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Please see updates to b5, d9, g1, h2, h3, h4, h6, and h11. The device was returned to olympus for inspection, and the reported failure was confirmed. Based on the results of the investigation, the image was found to disappear when the scope was flexed. However, the root cause of the reportable malfunction could not be established. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
The reported event occurred during a bronchoscopy procedure. The procedure was completed with an olympus back up device.